Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is receiving a prime fill anomaly. She said that when she pressed the esc button, the pump goes black and then begins to count. Her blood glucose was 96 mg/dl at the time of the incident. She tried to fill the tubing and was holding the act button and then insulin began to shoot out during the manual prime process. During troubleshooting, the customer was advised to disconnect from the pump. She said that she was unable to view the remaining units left in the reservoir on the pump status screen. She was advised to attach a new infusion set and reservoir and to restart the priming process. She was instructed to hold the act button until the insulin began to exit out of the tubing. She was advised to observe the end of the tubing once act is released. She stated that she had removed the battery from the pump. She replaced the battery and stated that the pump alarmed battery out limit. She said that the insulin did not continue to drip after releasing the act button. The customer said that the motor did not slow down and the numbers did not ramp up on the screen. She was advised to check her alarm history for any compromised forced sensor alarms and she said that she said that she saw some numbers but wasn¿t sure if they were the same alarms. The customer was advised that the possible cause of the compromised forced sensor alarm occurred during seating was that the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis. The infusion set will not be returning for analysis.

Manufacturer narrative:
Findings: insulin pump passed operating current, unexpected restart error test, displacement test but alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.